Event description:
Customer reported third from the left contact on inform meter is blackened and appears shorter than the other contacts. No adverse event reported. Technical support requested the return of the suspect product and replacement product was shipped.